Event description:
MFR's implantable systems performance registry reported that, the pt's pump flipped over 40 times in the pocket with an occlusion of the catheter secondary to twisting. The occlusion location was not specified by the hcp. The hcp reports, the pump flipped on numerous occasions, when the pt had their pump refilled. The drug contained in the pt's pump is morphine sulfate (20 mg/ml), bupivicaine (40 mg/ml), droperidol (660 mcg/ml), baclofen (200.0 mcg/ml) delivered at a dose of 0.2ml/day. The pt recovered without sequela. See MFR report #: 6000030-2007-01035.